Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer insulin gauge had dropped from 45 units 2 units overnight and stopped delivery the customer changed out the cartridge and their issue was resolved. The customer's blood glucose was 170 mg/dl.